Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the sterile water overflowed and did not completely enter the foley catheter balloon. Also, some of the water that entered the balloon did not completely return.

Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 4855225 was initiated to address the reported event. Received four (5) photo samples. The first photo was a top view of the 3-way catheter and syringe. The second photo was a zoomed in view of the trifurcation site. The third photo was a zoomed in view of the tip of the catheter with deflated balloon. The fourth photo was of the inflation valve with the batch # nghq2444. The last photo was of the tray labeling with the batch # myjn2579. Received 1 all-silicone temp sensing foley catheter with sample port connector, syringe and packaging label. Verified material number 119314, manufacturing lot number nghq2444 and batch number myjn2579. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter rested with no leaks noted. Attempted to deflate balloon passively using returned syringe and only 2 ml could be withdrawn. Attempted to deflate balloon with in-house luer lock syringe and only 9 ml could be withdrawn. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation with both syringes. Neither syringe could withdraw more than 0 to 1 ml of solution passively. Solution was aspirated with returned syringe. Dissected balloon and found that the notch was perforated completely. Dissected inflation funnel and pin gauges 0.024¿ and below could freely pass through lumen. 0.025¿ - 0.035¿ took some effort to get through and 0.036¿ and above cannot pass through. Based on physical sample received the product does not meet specifications according to (B)(4) rev 11 which states "shaft must not be damaged or pinched." This specific complaint allegation was part of a broader investigation captured in CAPA 4855225. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the sterile water overflowed and did not completely enter the foley catheter balloon. Also, some of the water that entered the balloon did not completely return.